Manufacturer narrative:
The repair was performed by a distributor. For the repair, the distributor first turned on the confirmation screen and display. Then, the screen was disassembled to confirm the wiring and it was found that a ground wire was loose. So, in order to fix the issue, locked the ground wire that was loose. After locking, the screen could display normally. All functional and safety checks were performed to meet factory specifications and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had a noise coming from the display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).